Event description:
It was reported there was no right ventricular (rv) lead capture. It was also reported that the rv lead showed intermittent and variable capture. The lead was easily extracted by retracting the helix and pulling it out. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and no anomalies were found. The distal conductor of the lead became extrinsically fractured due to over-rotation, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
(B)(4).